Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having throat irritation, nausea, dizziness dry mouth,nasal/throat irritation or soreness. There was no serious or permanent report of patient harm or injury. The device was returned and scrapped after device evaluation.